Manufacturer narrative:
Kalva, s. P., marentis, t. C., yeddula, k., somarouthu, b., wicky, s., & stecker, m. S. (2010). Long-term safety and effectiveness of the ¿optease¿ vena cava filter. Cardiovascular and interventional radiology, 34(2), 331-337. Doi:10.1007/s00270-010-9969-9   this article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available.  The devices are optease vena cava filters but the catalog and lot numbers are not available.  As noted in the publication by kalva et al long-term safety and effectiveness of the "optease" vena cava filter, cardiovasc intervent radiol (2011) 34(2): 331-337; in one patient, there was difficulty in snaring the hook of the filter. A snare-over-guidewire loop technique (or floss technique) was used to retrieve the filter; however, the filter could not be successfully pulled into the sheath. The filter became crumpled and dislodged into the femoral vein. The filter was later surgically removed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The instructions for use (IFU) of the optease retrieval catheter identifies filter retrieval difficulty and filter migration as a potential risk associated with log-term filter implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As noted in the publication by kalva et al long-term safety and effectiveness of the "optease" vena cava filter, cardiovasc intervent radiol (2011) 34(2): 331-337; in one patient, there was difficulty in snaring the hook of the filter. A snare-over-guidewire loop technique (or floss technique) was used to retrieve the filter; however, the filter could not be successfully pulled into the sheath. The filter became crumpled and dislodged into the femoral vein. The filter was later surgically removed.